Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) e lectrode of the lead was covered in blood. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).

Event description:
It was reported that, during implant, the physician had difficulty peeling the implantable tachy lead sheath back over the lead without pulling the lead from the right ventricular (rv) apex. The physician then removed the lead but, was unable to fully retract the helix so the lead was replaced. No patient complications have been reported as a result of this event.